Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the coil detached prematurely into the microcatheter. The coil was retrieved. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Device evaluated by mfg ¿ corrected. Product available to stryker ¿ corrected. Returned to manufacturer on - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the introducer sheath. Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling. In addition, the main coil was observed to be detached and not returned. The detachment zone was inspected and it was confirmed that the coil had detached physically from the delivery wire. The reported event of the coil premature detachment was able to be confirmed based on the information available and analysis of the device. The device was confirmed to be in good condition prior to use. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the reported and observed physical detachment of the main coil from the delivery wire. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that the coil detached prematurely into the microcatheter. The coil was retrieved. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that the coil detached prematurely into the microcatheter. The coil was retrieved. There were no reported clinical consequences to the patient.